Event description:
A doctor reported that no osseointegration was achieved approximately four months after placement of pepgen bone grafting material and atrisorb (not manufactured by dentsply). Approximately one year after noting that the pepgen failed to osseointegrate, an implant was placed which reportedly failed five months later. It is not known if the graft had osseointegrated at the time of implant placement.